Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/18/2024, it was reported by an arthrex employee via (B)(4) that an ar-9625 3.0 mm hex driver tip broke off. This occurred during a case and the part that broke was retrieved.

Event description:
On 10/24/2024 additional information was provided by an arthrex employee via email who state the event occurred on (B)(6) 2024. The procedure was a reverse total shoulder. The tip of the driver broke off. No photos were taken. An arthrex rep was present. The patient's bone quality was normal. All fragments were removed from the patient. Another driver was used to complete the procedure. There was no delay and no additional anesthesia needed.

Manufacturer narrative:
Additional information: g3, h3, h6 the failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.